Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes experienced poor separation. No report of serious injury or medical intervention.